Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impacted to the customer's blood glucose level. Troubleshooting with tandem technical support could not be performed as the customer had already changed supplies prior to the report.